Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was treated for a tibial fracture with an unknown synthes nail ex. Post operatively, the patient developed a low-grade infection accompanied by a non-union. Osteomyelitis and draining wounds were noted. The tibial nail was removed on an unspecified date. The patient was placed on antibiotics and made non-weight bearing. A plate and screws were later implanted in an open reduction internal fixation (orif) for the tibia fracture. Later the patient stepped down and a stress fracture occurred on the tibial shaft, and a continued non-union was noted. No further infection was reported. The plate and screws were removed and a new nail was implanted. This report is for an unknown nail this report is 4 of 4 for complaint (B)(4).